Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. There was reportedly moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: a visual inspection of the pump showed that there was evidence of moisture contamination in the battery compartment. The battery compartment was cracked. The pump failed a leak test at the battery compartment crack. The pump cover was opened and additional moisture was found in the pump. Due to the moisture damage, the display screen was discolored and distorted.